Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that "check inlet pathway" messages appeared on the orthopat machine. No donor or operator injury was reported. Upon eval of the device the reported problem was verified. There was also a blood spill inside of the device. Electrical components replaced due to fluid ingress include the power supply. The machine is ready for use. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that "check inlet pathway" messages appeared on the orthopat machine. No donor or operator injury was reported.